Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open wounds under both breast areas from the garment digging into the skin. There was no alleged device malfunction contributing to the wound. The patient¿s wound care team has been treating the wounds with zero form, hydrofera and saline washes. Follow up indicated that the wounds improved.